Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative regarding a patient receiving intrathecal therapy via an implantable pump. The drug, dose, and concentration were unknown. It was reported the hcp wanted to stop a bolus because they believed the patient was overdosing. It was unknown if there were any [other] symptoms. The event date was unknown. There were no further complications reported.